Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to clinic. It was found that the implantable cardioverter defibrillator was on backup vvi mode. The device had its cybersecurity updated and went back to normal function. The patient was discharged.